Event description:
A finetuner echo was returned to service and repair with the complaint of a low battery life. The device had been in use since december 2021.

Manufacturer narrative:
Conclusion: according the information received, a finetuner echo was sent to service _ repair due to a low battery life. During device investigation a defective capacitor was detected which was clearly the reason for the reported issue. Electrical inspection could not be performed because of the observed malfunction. No injury was reported. This is a final report.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A finetuner echo was returned to service and repair with the complaint of a low battery life.